Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead had chronic high impedance and triggered a lead warning. It was further reported that the lead threshold was higher in general and had increased slightly; however, was currently stable. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.